Manufacturer narrative:
This report is filed may 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2016. The implanted device remains. This report is filed july 8, 2016.